Manufacturer narrative:
Additional information: annex d code. Section d.6a: implant date. Correction: annex b code. B7.relevant history the second stent was maneuvered after dislodgement and successfully deployed into the target lesion of the ostium of the first obtuse marginal (om1). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was later reported that both devices were prepped per IFU. There were no difficulties noted when removing the protective sheath/stylette from the devices. The inflation device remained on neutral pressure during delivery of the devices. No attempt was made to inflate the stent balloons prior to stent dislodgement. It was believed that the high degree of calcification and tight turn into the vessel was a contributing factor of the stent dislodgements. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving two onyx frontier coronary drug eluting stents, both stents dislodged during delivery to/at the lesion. The target lesion was located in the ostium obtuse marginal (om) and exhibited 90% stenosis, severe calcification and moderate tortuosity. Both devices were inspected prior to use with no issues noted and negative prep was not performed. The lesion was pre-dilated prior to stent delivery. Both devices did not pass through a previously deployed stent. Resistance was not encountered when advancing the devices and excessive force was not used during delivery of the devices. During delivery of the first stent (2.0x22mm), dislodgement occurred, and the stent was removed from the patient using a snare. During delivery of the second stent (2.0x15mm), dislodgement also occurred, but the stent was maneuvered after dislodgement and successfully deployed into the target lesion of the om. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.